Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure for stress urinary incontinence on (B)(6) 2011. Since the procedure, the patient has had chronic urinary infections. The patient was referred to a urologist for an ivp and a cystoscopy and is planning to see a urogynecologist in 2011. The patient has pelvic pain, rectal bleeding, and leg pain.